Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. The incorrect statement was inadvertently initially submitted in section h10. Therefore, the statement: "the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record." Is being corrected to: a review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date: unknown due to unknown lot number. Health professional: requested, not provided. Occupation: requested, not provided. Name: requested, not provided. The actual sample was received for evaluation. Visual inspection revealed peeling of urethane coating on the distal end. Magnifying inspection of the distal end where urethane coating had been peeled revealed that the core wire was exposed. The core wire on the urethane-peeled section had not been deformed in a tapered shape. The outer diameter of the actual sample was measured and was confirmed to meet the factory's control criteria: the outer diameter measured on the hydrophilic coating sevtio: 0.528 mm. Reproductive testing was performed. Peeling of urethane coting in the distal end: apply a pulling load to the distal end of a test sample. As a result, the urethane coating was peeled off with resultant exposure of the core wire. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. IFU states: make sure that the guidewire is not bent or broken. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to some kind of pulling load on the distal end at some point after taken out from the holder until inserted, which resulted in the peeling of urethane coating. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the actual single use guidewire was used during the procedure. Although it was not noticed at the time of opening, the exposure of the core wire from the tip was confirmed by endoscopic images when the distal end of the actual sample exited through the cannula during the case (before insertion into the duodenal papilla). The actual sample was changed out and the procedure was completed. No fragment fell in the body and no health hazard occurred; the patient was not harmed. The procedure was completed successfully.